Event description:
Reportedly the bottles broke in the hand of a supply person while stocking a cart. The bottles came directly from shipping and receiving. The breakage resulted in minor cuts to the palm of the hand on the supply person on one occassion. This was treated locally and superfically. No unusual temperature of this bottle had been noted before these events.